Event description:
During a closed pod event to vaccinate uscg servicemembers, a safety needle was found to have a blunt end instead of the expected beveled end. The specific product is a safety needle, 23g x 1" manufactured by bh supplies from jackson, nj. Part #: sn23-1. Lot #: 210328, expiration date: 03-27-2026, manufacture date: 03-28-2021, made in china. This needle defect was found during inspection of the injection supplies and not used during patient care or administration of the vaccine.